Event description:
Tech alleged the siderail will not stay up. No pt impact.

Manufacturer narrative:
The tech found the siderail latch was missing. The tech replaced the siderail latch to resolve the issue.